Event description:
It was reported that thrombosis occurred. Patient arrived in stemi status. Heparin was administered. A 2.5 x 24 promus premier stent was deployed at 18atm for 30 seconds in the right coronary artery (rca). The patient was administered effient in the cath lab and transferred to hospital room. The patient vomited. About 3 hours later the patient complained of chest pain and had st changes and was taken back to cath lab in stemi status. It was found the rca was clotted off. A 2.5x12mm nc quantum apex balloon catheter was advanced in the rca and inflated 4 times to 12-16atm for 18- 60 seconds. Medications received included heparin, angiomax and integrilin. Patient doing fine and was discharged a 'couple' of days later.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).